Event description:
It was reported to boston scientific corporation that approximately one week after implantation of an uphold vaginal support system in an anterior repair procedure on an unknown date, the patient presented with buttock pain on one side. The physician reportedly treated the patient, who is over 18 years of age, with lyrica (prescription duration unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiration date.